Manufacturer narrative:
Multiple attempts, including via email, were made to contact the customer for further information and service. The customer did not respond to any of the attempts; therefore, no further investigation was possible, and the case was closed. Based on the information available, the cause of the reported problem was not able to be determined. The reported problem was not confirmed. Philips was unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that the customer was not hearing the alarm sound through the screen. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.